Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partial white display due to cracked lcd glass. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to partial white lcd. Unable to verify blank display due to partial white lcd.